Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that when the unit is turned on and after completing the self test, it alarms "vent inop, low pip, and low ve." There was no patient involvement at the time of the incident.